Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that there was a slow leak coming from the micro filter on the purge sidearm. Purge flows were steady. The duration of impella cp support was for twenty-three hours. There was no patient harm. The patient survived the explant.

Manufacturer narrative:
The investigation for the purge leak has been completed. Data logs were not available for investigation. The returned product was investigated and there were no clear visual abnormalities initially. The pump was connected to a console with a new purge cassette and was put through the priming process. There were no leaks noted at this point. The pump was then started and watched. Just a couple minutes after starting the pump, it was noticed that there was a slow drip coming from the sidearm filter. Upon further visual inspection, it was found that the leak was coming from the top right surface of the filter just below the joint with the reservoir. Clinical details lacked detail as to how this could have occurred, so the root cause of the purge leak was determined to be a damaged sidearm filter, most likely due to a use issue.